Event description:
Reporter described event as follows: a nurse assistant went to grab a full sharps container to take it out of the wall enclosure for final disposal. As the nurse assistant grabbed the container, she reportedly received a needlestick from a needle/syringe that punctured through the front of the container.